Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to the receiver not turning on, but will turn on with a known good battery. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The log was downloaded after being replaced with a good known battery. The log was reviewed finding rttloss in the investigation window. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.